Manufacturer narrative:
The cited device involved in the incident, as well as additional information regarding the event were requested, but were not made available for investigation. Therefore, no investigation could be carried out. We are unable to verify any device malfunction, and the root cause of the reported issue cannot be determined. The device history of this unit was reviewed, and no other issues were identified. It is unclear if the reported device issue caused or contributed to the death without the return of the device and the additonal information requested from the user facility. We will continue to monitor these incidents closely and take further corrective and preventive action if required.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not yet been returned to belmont medical technologies for evaluation. It was reported that the unit lost power in the middle of the case and shut off immediately and the patient expired. It cannot be determined at this time if the device contributed to the patient death. As per belmont's procedure, a report is being submitted. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of power cord not plugged in ac power, the rapid infuser displays the following alarm message: "battery no heating." To indicate the system is now in battery mode and heating is suspended. The maximum flow rate is 50ml/min, and heating is suspended. The operator's manual also provides possible conditions and additional recommended operator actions: "plug into ac receptacle; check power cord connection. Keep the system plugged in to charge the battery". The operator's manual also has caution: "battery operation should be used only briefly or at very low flow rates because there is no heating". Belmont has contacted the user facility for additional information; however, a response has not yet been received. The device has not yet been returned to belmont for investigation. Without the results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
It was reported that the unit lost power in the middle of the case and shut off immediately. No other details were provided except that the patient passed away.